Event description:
During laparoscopic surgical procedure, the distal shaft of clip applier disengaged and punctured pt's liver. Further details of event are pending from user facility. No other info known at this time. This event type is occurring below the frequency and severity that are usual for this device.